Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid to distal end of the right coronary artery. After the lesion was pre-dilated, a 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to reach the lesion part after several attempts. The physician withdrew the device and it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Lot number corrected from 22652949 to 21923994. Expiration date corrected from 03/08/2020 to 09/16/2019. Device manufacture date corrected from 09/10/2018 to 03/20/2018. Device evaluated by MFR.: promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid to distal end of the right coronary artery. After the lesion was pre-dilated, a 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to reach the lesion part after several attempts. The physician withdrew the device and it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.